Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was evaluated for dizziness and a "weird chest sensation". A holter monitor revealed a four second pause and these same symptoms were reported during sensing testing in vvi mode at 30 bpm. It was further reported that there was oversensing, high non-physiologic sense counts, noise and suspected lead to lead interaction with the right atrial and ventricular leads. The device mode was reprogrammed to door, lead polarity was changed to unipolar, and the ventricular sensitivity was also reprogrammed and the patient's symptoms were reported to have improved. The leads remain in use. No further patient complications have been reported as a result of this event. (B)(4) 2013 update: it was further reported that during the procedure noise was observed in the atrial lead and it was felt to be related to the device header or lead "pin plug". The device was explanted and replaced which was reported to have resolved the issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-58 implantable pacing lead 2010 (B)(6). (B)(4).

Event description:
It was reported that the patient was evaluated for dizziness and a "weird chest sensation". A holter monitor revealed a four second pause and these same symptoms were reported during sensing testing in vvi mode at 30 bpm. It was further reported that there was oversensing, high non-physiologic sense counts, noise and suspected lead to lead interaction with the right atrial and ventricular leads. The device mode was reprogrammed to door, lead polarity was changed to unipolar, and the ventricular sensitivity was also reprogrammed and the patient's symptoms were reported to have improved. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A short interval count of 4831 was recorded between (B)(6) 2013. An additional 359 short interval count was recorded between (B)(6) 2013. It was unable to be determined when the initial 4831 occurred. No low or high impedance paces were noted on record.